Event description:
Customer reported that on (B)(6) 2013 at 5:30 am he received a reading of 113 mg/dl on his adc blood glucose meter. Customer subsequently "took (his) daily dose of lantus 30 units and after two minutes (he) felt that (his) sugar is low". Customer reported experiencing symptoms of dizziness and weakness and reportedly suffered a loss of consciousness and a seizure. Customer self-treated with a glucose tablet and crackers. Paramedics were called and transported the customer to a hospital where he was diagnosed with hypoglycemia. It is unknown what, if any, diabetes specific treatment was received at the hospital. Additionally, customer reported "(he) has internal bleeding on (his) head" and that he "had a chest x-ray but no fracture was found". Customer stated "when he went to the va (hospital) they found out he has broken ribs". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500161505) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.